Manufacturer narrative:
An event of device deformity and exposed thread was reported. A returned device assessment could not be performed as the device was not returned for analysis; however, two images were received for analysis that appeared to show a thread protruding from he waist of device. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer septal occluder was chosen for implant using a 10f amplatzer torqvue delivery system. There was no problem seen on the device during preparation. During procedure, a deformation of the device was seen. The central part of the device was torn after recapture and rinsing. There was a loose thread between the two discs. There was no interaction with the cardiac structures during deployment, and no angulation or kink was noted in the delivery system. The device was not implanted. A 30mm amplatzer septal occluder was successfully implanted instead. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.